Event description:
It was reported that in 2002 pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. It was reported that shortly following pt's surgery, they developed "extreme pain, swelling, and other serious injuries."